Manufacturer narrative:
H6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Therefore, 29 retain samples from bd inventory were functionally tested for stopper creepout / pop off. The samples were subjected to a 1st and 2nd stopper pullout test with none of the samples resulting in 2nd stopper creepout / pop off. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was unable to be confirmed for stopper creepout / pop off. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes tend to pop open during blood draws. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes tend to pop open during blood draws. There was no report of impact to patient or user.